Manufacturer narrative:
H3: remote support provided.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the functional test failed. There was no reported patient involvement. Remote support from the customer care solution center was received, during which it was determined the system passed functional test following the customer performing a battery calibration. Therefore, it was determined the functional test had failed due to the battery needing calibrated. The customer performed a battery calibration resolving the reported issue. The device remains at the customer's site. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.